Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a balloon rupture occurred. The 99% stenosed lesion was located in a calcified and severely tortuous distal right coronary artery. After the rotational coronary atherectomy with a rota 1.5mm, they used this nc quantum apex mr 12mm x 2.00mm balloon catheter. The balloon was inflated to sixteen atmospheres on the first inflation and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer:the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).